Manufacturer narrative:
The axium coil was returned for evaluation without the instant detacher, and the implant coil was detached and missing; therefore, any contributing factors from these could not be assessed. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact which contradicts the report of detachment attempt using the manual method (breaking of the hypotube). The evaluation could not determine the cause of the event; however, it is possible that the non-detachment was caused by the twr crimp remaining intact when actuated with the instant detacher. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information stating that during treatment of an acoa (anterior communicating artery) aneurysm, an axium coil (qc-1.5-2-helix) failed to detach despite two to three attempts with the instant detacher. An attempt was also made to detach the implant coil with the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use). The coil was removed from the patient and a new coil with the same model was used to conclude the surgery. The patient¿s anatomy was moderate in tortuosity. The patient is in good condition. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Requests have been made for the device, but no correspondence has been received regarding the device. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).